Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts recieving adcon-l underwent a primary, unilateral lumbar root decompression. One day prior to event date, the pt underwent a primary left l4-l5 spinal root decompression. On first event date, the pt presented with myospasms. The investigator noted the event as moderate in intensity. Physician prescribed narcotics and muscle relaxants as treatment. The condition was reported resolved with treatment on the next day. The investigator noted this as unrelated to the administration of adcon-l. The investigator noted surgical complication as a possible cause for the event. On second event date, the pt presented with a rash. The investigator noted the event as mild in intensity. Physician prescribed traimcinolone acetonide as treatment. It is unknown if the condition resolved as the pt was reported lost to follow-up, no further data available. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted surgical complication as a possible cause for the event.